Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to remove the cartridge from the pump. Customer¿s blood glucose level was 400 mg/dl. Customer reverted to an alternative method of insulin therapy.